Event description:
As reported, the 3mm 30cm saber percutaneous transluminal angioplasty (pta) balloon was used for pre-dilation. During the second inflation below the knee, the balloon reached 13-14 atm, it began to leak from the shaft part. (About 10-15 cm from the tip). The device was removed. It was replaced with a new saberx (3¿-2.5¿x20¿). Another cutting balloon catheter (4mm) was used, too. The procedure was completed. There was no reported injury to the patient. The balloon was initially inflated at 6-8 atm in the posterior tibia artery. The lesion was the right superficial femoral artery ¿ below the knee which had thrombotic obstruction. An approach was made from the right groin. After an unknown guiding sheath (6f) was inserted, an unknown guidewire (0.014) crossed the lesion. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. The vessel had no tortuosity. The percentage of stenosis was 100%. The device was used for a chronic total occlusion (cto). There was no resistance or friction while inserting the balloon through the rotating hemostatic valve. There was no resistance or friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon catheter did not kink while being used. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 3mm 30cm saber percutaneous transluminal angioplasty (pta) balloon was used for pre-dilation. During the second inflation below the knee, the balloon reached 13-14 atm, it began to leak from the shaft part. (About 10-15 cm from the tip). The device was removed. It was replaced with a new saberx (3-2.5x20). Another cutting balloon catheter (4mm) was used, too. The procedure was completed. There was no reported injury to the patient. The balloon was initially inflated at 6-8 atm in the posterior tibia artery. The lesion was the right superficial femoral artery ¿ below the knee which had thrombotic obstruction. An approach was made from the right groin. After an unknown guiding sheath (6f) was inserted, an unknown guidewire (0.014) crossed the lesion. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. The vessel had no tortuosity. The percentage of stenosis was 100%. The device was used for a chronic total occlusion (cto). There was no resistance or friction while inserting the balloon through the rotating hemostatic valve. There was no resistance or friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon catheter did not kink while being used. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the 3mm 30cm saber percutaneous transluminal angioplasty (pta) balloon was used for pre-dilation. During the second inflation below the knee, the balloon reached 13-14 atm, it began to leak from the shaft part. (About 10-15 cm from the tip). The device was removed. It was replaced with a new saberx (3-2.5x20). Another cutting balloon catheter (4mm) was used, too. The procedure was completed. There was no reported injury to the patient. The balloon was initially inflated at 6-8 atm in the posterior tibia artery. The lesion was the right superficial femoral artery ¿ below the knee which had thrombotic obstruction. An approach was made from the right groin. After an unknown guiding sheath (6f) was inserted, an unknown guidewire (0.014) crossed the lesion. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. The vessel had no tortuosity. The percentage of stenosis was 100%. The device was used for a chronic total occlusion (cto). There was no resistance or friction while inserting the balloon through the rotating hemostatic valve. There was no resistance or friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon catheter did not kink while being used. The device was returned for evaluation. A non-sterile ¿saber 3mm30cm 155¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked; a thorough inspection was performed on the unit observing no damage. The balloon was received not deflated. No other outstanding details were noticed. Functional testing was performed, an inflator/deflator device was attached to the inflation port, positive pressure was applied with the purpose of reaching the rated burst pressure. However, inflation pressure is not maintained due to an observed puncture on the shaft. The area where the leaking was located was inspected with a vision system observing a puncture on the shaft surface. Secondary scratch marks are located near the damaged border area. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the surface could probably lead to the damaged condition found on the received device. It seems that the material near the damaged area was affected by a sharp object from the outside of the device. The reported ¿body/shaft leakage¿ was verified during product evaluation as a leakage was observed from the body/shaft. However, the exact cause could not be determined. A puncture along with scratch marks were identified via microscopic analysis. Based on the information provided it appears the body/shaft leakage was caused by the interaction of the shaft material with a sharp object. It is likely vessel characteristics of a chronic total occlusion with 100% stenosis likely contributed to the reported event. A chronically occluded vessel makes crossing into the lesion difficult; damage to the body/shaft material may have occurred in the attempt to cross or while crossing into the lesion as evidenced by the damage noted during functional testing. According to the instructions for use, which are not intended to mitigate risk, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.